Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion procedure at l3-s1 to treat lumbar spinal canal stenosis. Sometime post-op it was reported that the l4 screws perforated into the cranial side causing kyphosis. The patient was asymptomatic but underwent a revision surgery. The screws were removed and replaced via different angles. Screws were also added at l3 to extend the construct. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.